Event description:
Daig corp received a user medwatch report (#050367-0-0000) which was initially sent to kendall the MFR. It was reported that following a cardiac catheterization procedure, an angio-seal device was deployed. Thirty (30) minutes post procedure, the pt developed an ischemic left foot and no pulses were present. The pt was taken to surgery for an emergency thrombectomy. Limited info is available following several unsuccessful attempts to obtain info from the user facility.